Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. Additional information was requested from the physician which indicated the implantable cardioverter defibrillator (ICD) system had been removed due to concern of erosion. The lead was capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.